Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: call service 064-0001 alarms (occlusion during prime) were observed in black box on date of reported issue. Daily insulin delivery totals correctly reflect user's programmed basal rates. The rewind, load and prime steps performed successfully. The pump passed delivery accuracy test and found to be delivering within required specifications. The pump was exercised for 24 hours with no alarms occurring. The display is dim and letters have a red hue. Battery cap was not returned with pump; a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 500 mg/dl while using a back-up treatment plan after the pump emitted alarms. The reporter indicated that the pump had emitted a call service alarm (cs064) and the pump was disconnected at that time. A review of the event indicated that the patient was not using infusion sets that were out of expiration. The reporter indicated planning to stay on injections until new supplies could be ordered. This report is made based on the allegation that the patient experienced hyperglycemia after discontinuing from the pump related to alarms and failure to keep adequate supplies that were within expiration.

Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.